Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose (bg) was ¿high¿; however, a specific value was not provided. Multiple follow-up attempts were made to obtain additional information; however, the customer did not respond to follow-up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.